Manufacturer narrative:
(B)(4).

Event description:
It was reported in clinic notes from a visit on (B)(6) 2015 that a patient was tolerating vns well without any problems until she had the generator changed, and has been noticing an increase in seizures. The output settings were increased and diagnostics were within normal limits. The patient did not want to try any new medication and wanted to increase the dose of vagal nerve stimulator settings. Additional relevant information has not been received to-date.